Event description:
It was reported that catheter was inserted for long term dialysis. However, since 2006, flow has not been ideal for dialysis. Position surgically adjusted 3 times w/ no flow improvement. Three months later, patient had a fever and clinician suspected it was caused by catheter infection. Catheter was removed and cut for investigation. "Catheter tissue" found in central lumen when flushed. Heparin used in attempt to declot catheter. Flow rate down to 120-150. When removed, rate had fallen to 110-150. No abnormalites during insertion.

Manufacturer narrative:
Follow-up report will be filed if more information becomes available.